Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis and server did not communicate, and orders did not cross over. A technical support specialist verified that the station services were running and restarted essential services, including datasync, external, net.tcp, net.pipe listener, and net.tcp port sharing. The specialist attempted to deploy the interface services utility but encountered failure in remote smart service (rss). The case was escalated to the interface team, who confirmed that cce services were operational, no messages were stuck in the queue, and distributed financial transaction (dft) messages were current. The team restarted cce services and advised the customer to check with their ehr/his team. The customer later confirmed that the issue was resolved and requested case closure. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server new orders had not crossed over to the station from the electronic health records. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.